Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the mcs tip cover accessory and failure analysis testing was completed. The product was found to have tearing at the mouth where the scissor tips exit. The tear is axially aligned with the tip cover and measures approximately 0.055¿ in length. There were no signs of thermal damage present at the end of any tears.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Isi has received the mcs tip cover accessory for failure analysis evaluation. However, as of the date of this report, the evaluation of the instrument accessory has not been completed. Therefore, the root cause of the customer reported failure mode could not be determined.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) tip cover accessory tip was observed to be torn. The customer tried to search inside the patient¿s body cavity, but the torn pieces could not be found. Therefore, the patient¿s body cavity was washed for a longer time than usual. The procedure was completed robotically. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the mcs tip cover accessory was inspected prior to use with no issue. The mcs tip cover accessory was damaged around the clear area. No arcing was observed. The mcs tip cover accessory appeared to be properly installed during the surgical procedure. No part of orange surface was visible after the mcs tip cover accessory was installed. The mcs tip cover accessory was not installed beyond the orange surface. The installation tool was not used. Lubricant was not applied to the mcs instrument prior to the tip cover installation. The instrument tips did not collide with any other instrument or tool during procedure.